Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0-degree plus endoscope; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation or if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the zero-degree endoscope plus turned on its own. The procedure was completed with no reported injury.

Manufacturer narrative:
The 0-degree endoscope plus was analyzed and received camera communication error 48221. The endoscope was found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and found with an endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on the button pack assembly. The endoscope was found with minor cut(s) to the cable insulation. The damage was located at zone a near the integrated connector of the endoscope cable. The endoscope cable integrated connector was visually inspected and found to contain foreign markings and/or damaged markings. The endoscope was tested and placed on an in-house system for cable testing and failed due to wpb defect. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.